Event description:
According to the customer information, both twist drills are broken. No additional information was provided.

Manufacturer narrative:
Evaluation results as rec'd from howmedica leibinger / gmbh indicates that this event would not be associated with the device but rather would be related to user technique.